Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the thumb advancer could not be advanced completely. The safety release was used to remove the device from the pt's anatomy. Hemostasis was achieved using manual compression. There were no reported patient effects. Though requested, no additional information was available.